Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: pain, lysis and adverse soft tissue reaction to particle debris. Event summary: it was reported that the patient received a tha on the left side consisting of a durom acetabular cup, ldh head and a cls stem on (B)(6), 2006 and was revised on (B)(6), 2016 due to pain, lysis around the stem and adverse soft tissue reaction to particle debris. Review of received data the received njr database entry was reviewed. The review states a revision due to pain, lysis around the stem and adverse soft tissue reaction to particle debris. The summary of removed components states that the femoral stem, the acetabular cup, the modular head, femoral cement and the acetabular liner were removed. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used liner and the head adapter is unknown, the overall compatibility is unknown. The review of the device history records (DHR) and the raw material certificates did not show any conspicuousness. Conclusion summary it was reported that the patient received a tha on the left side consisting of a durom acetabular cup, ldh head and a cls stem on (B)(6), 2006 and was revised on (B)(6), 2016 due to pain, lysis around the stem and adverse soft tissue reaction to particle debris after about 10 years in-vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Further, based on the njr datebase entry the reason for revision is pain, lysis around the stem and adverse soft tissue reaction to particle debris. These are known issues which have been addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). A possible root cause was found to be that the product specifications were not followed by the surgeon (using a surgical technique which differs from that prescribed in the surgical technique document). However, due to the significant lack of information and appropriate documentation, an accurate analysis could not be performed. The quality records show that the devices were manufactured according to specification valid at the time of production. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: metasul durom, component for acetabulum, 50/44, code j, catalog no# 0100214050 ; lot no# 2252182, cls spotorno, stem, 135, uncemented, 6.0, taper 12/14, catalog no# 290039060 ; lot no# 2333490, metasul ldh, head, 44, code j, taper 18/20, catalog no# 0100181440 ; lot no# 2333490. Therapy date: (B)(6) 2016. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, lysis of stem and armd.